Manufacturer narrative:
Device not returned to manufacturer.

Event description:
The manufacturer received information alleging a ventilator would not pass testing. There was no harm or injury reported. During the evaluation of the device at a third party service center, the customer¿s complaint was confirmed. The device's sensor board needs to be replaced to address the issue.